Manufacturer narrative:
G1 manufacturer contact office address 1: (B)(4). H3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was reported that the patient underwent a computed tomography (CT) scan procedure. After the procedure, the patient's oxygen saturation and heart rate decreased. The site found the patient disconnected from the transport ventilator, but the ventilator did not alarm. The patient underwent a pulseless electrical activity (pea) procedure, then was given cardiopulmonary resuscitation (CPR). The patient was then infused with oxygen and a code blue alert was called out. A rosc (return of spontaneous circulation) procedure was successful within 2 minutes, then the oxygen increased to 99%. The patient was still imbued with oxygen on the way to intensive care unit (ICU). A ventilator was then attached to the patient upon arriving in ICU.